Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and lack of slack. As a result, the patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the helix was not able to be retracted and impedance measurements were high, out of range. As such, a lead conductor fracture was suspected. The lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed; and, this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and lack of slack. As a result, the patient was hospitalized and a revision procedure was performed. While attempting to reposition the lead, the helix was not able to be retracted and impedance measurements were high, out of range. As such, a lead conductor fracture was suspected, and the lead was removed and replaced. No additional adverse patient effects were reported.